Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: additional event information provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information 1/15/2020 - device received: part #: 03.037.029 lot #: 4l85037 qty:1.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h11: b5 (event) update: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 11/14/2019, concomitant product updated from unknown tfna nail to unknown tfna lag screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-b5, d6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tfna surgery on (B)(6) 2019, a hex screwdriver shaft broke. After the lag screw was inserted, the surgeon went on to advance the internal set screw into the nail to lock in the rotation of the femoral head screw. The surgeon then can no longer seem to advance the internal set screw anymore. The surgeon pulled out the screwdriver and it was noted that it broke at one of the flexible points. The screwdriver was then removed from the field together with the set screw in the set. A backup screwdriver was used.

Manufacturer narrative:
Additional patient identifier: (B)(6). This report is for an unknown nail tfna. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tfna surgery on (B)(6) 2019, a hex screwdriver shaft broke. After the lag screw was inserted, the surgeon went on to advance the internal set screw into the nail to lock in the rotation of the femoral head screw. The surgeon then can no longer seem to advance the internal set screw anymore. The surgeon pulled out the screwdriver and it was noted that it broke at one of the flexible points. The screwdriver was then removed from the field together with the set screw in the set. A backup screwdriver was used. There was a surgical delay of 1-2 minutes. The surgery was completed with no adverse consequence to the patient. This complaint involves one (1) unknown - nail: tfna. This is 2 of 2 for report (B)(4).